Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the device cannot infuse the unspecified drug. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received.